Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of restenosis and cerebrovascular accident (stroke) are listed in the xact instructions for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that post a right internal carotid artery stenting procedure, the patient experienced left sided weakness and some slurring of words, which was diagnosed as a stroke. The patient was taken back to the catheter lab where a 70% hazy stenosis was seen distal to the first stent. A second xact 6 x 30 mm stent was implanted distal to treat the stenosis. Reportedly there was no device malfunction of the first stent, but per the discretion of the physician, a second stent was placed. On (B)(6) 2011, the patient was discharged to a rehabilitation facility. On 6/16/11, the patient was improving, but is still experiencing some cognitive deficits and dysphagia. Although requested, there was no additional information provided.